Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly had deflation issue. It was further reported that the physician used percutaneous puncture directly on the balloon and removed the whole device system from patient's body. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest pta dilatation catheter loaded into an unknown introducer sheath was returned for evaluation. On visual evaluation, the balloon was noted to be prolapsed and the sheath noted to be buckled at the proximal end. No other specific anomalies noted. The balloon was attempted to be removed to inflate, but it was unsuccessful. Due to the condition of the device returned for evaluation, no functional testing was performed. Therefore, the investigation for the reported deflation issue remains inconclusive as no functional testing was performed due to the condition of the device. However, the investigation was confirmed for the identified difficult to remove as the catheter was noted to be stuck and loaded into the introducer sheath. A definitive root cause for the reported deflation issue and identified difficult to remove could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 11/2023), g3, h6 (device). H11: h6 (method, result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 11/2023).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly had deflation issue. The physician decided to use percutaneous puncture direct at the balloon and remove the whole device system from patient body. There was no reported patient injury.